Event description:
It was reported that during an ed procedure the resorbable screws would not gain purchase in the bone after tapping. The surgeon indicated that either the taps or the screws were the wrong diameter. The surgeon was also using the resorbable mesh to contain the bone graft material. The surgeon discarded the resorbable screws and switched to non-synthes products to complete the procedure. This is 4 of 4 reports for the same event.

Event description:
Surgeon reported that surgery on (B)(6) 2011 included screws and mesh from lots 2671333, 2655840, and 6533280. He stated the bulk of the mesh and screws was removed during revision surgery on (B)(6) 2011 as it would not hold. Surgeon explained that he had no further information about the surgeries and parts used. This report is 4 of 7 for complaint file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information received from facility. Based on new information received from facility, date of event is (B)(6) 2011. Based on new information received from facility, it could not be ruled out that device may have been implanted and then explanted. Corrected data: original date aware, is being corrected to (B)(6) 2011. Additional information was received on (B)(6) 2013.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of event is reported as (B)(6) 2011. This part has no implant or explant date, as the part was inserted and removed before the patient was closed up. A non-synthes part was used to complete the procedure, which synthes does not have reporting responsibility for.